Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that there was sensor glucose reading of 45 mg/dl when the actual blood glucose level was about 130 mg/dl. No additional information was provided. The customer also received calibration errors and a change sensor alert. Troubleshooting was done. Customer was unable to complete troubleshooting. Advised to call back in order to complete troubleshooting. Nothing further reported.